Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and heating at the ipg site and went to the emergency room. It was stated that the patients ipg had difficulty charging and the patient also had inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.